Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 537 mg/dl. The blood glucose at the time of the incident was 416 mg/dl. The customer experiences the frequent urination. The customer was treated with the insulin pump. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose event. Based on customer report customer does not allege pump was under delivering. The customer stated that cannula was bent. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The device will not be returned for the analysis.